Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be the master cpu receiving a trap interrupt. To correct the condition, the cpu board was replaced. If any additional information is received, a follow up MDR will be sent.

Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump experienced a failure code 50. This condition had the potential to interrupt delivery. This was not reported by the customer. This failure code is associated with the master central processing unit (cpu) receiving a trap interrupt. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.